Event description:
It was reported that the patient experienced cardiac arrest. Upon review of the transmission it was noted that there was possible undersensing on the right atrial (ra) lead and right ventricular (rv) lead during the treated ventricular fibrillation (vf) episodes and other episodes. It was also reported that approximately one week later there were possible high left ventricular (lv) lead thresholds and consistent lv lead capture could not be confirmed on the current electrograms (egm). The ra lead, rv lead and lv lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.